Event description:
It was reported that during a left nephrectomy procedure, the device was hard to open. They were able to get it open. A new device was used to complete the procedure. No other details are known. There was no patient impact. (B)(6).

Manufacturer narrative:
(B)(4): information was not provided by the initial contact.